Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported the patient's controller felt too warm. The controller was exchanged without any problems. The patient tolerated the exchange well.

Manufacturer narrative:
One controller (con211288) was returned for evaluation. Various analyses were conducted to evaluate the performance of the devices in relation to the reported event. Analysis of the device revealed the device met specifications; the controller passed visual inspection and functional testing. The controller was allowed to run for extended period of time. Results revealed that the controller's surface temperature felt normal to the touch. Internal analysis of the controller did not reveal any abnormalities. Additionally, thermal readings of the controller were normal. As a result, the controller operated as expected. No failure detected; the controller met specifications. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.